Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem, no loading tube animation, was reproduced. A review of the event history log revealed multiple events of "door jammed!" And "system error 320" which can indicate that the user was having difficulty with the door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper auxiliary assembly, which requires replacement to address this issue. The evaluator also found the pump powered off on battery power during evaluation due to depressed battery pins on the rear case. The rear case requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no loading tube animation during testing in the biomedical service area. There was no patient involvement. No additional information is available.